Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of 2079 ohms triggering a lead safety switch (lss) from bipolar to unipolar. The presenting electrogram (egm) shows appropriate function on the cardiac resynchronization therapy pacemaker (crt-p). Lead assessment with a programmer was recommended. The other lead measurements are stable, and the battery longevity status is normal. At this time, the device and lv lead remain in service. No adverse patient effects were reported.